Event description:
The customer stated that they are having problems with their meter. They state that they received a reading of 16mg/dl and 15mg/dl. They did the tests one right after the other and used the same sample. The customer is concerned about the low readings. A review of the system was conducted over the phone. This review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and a replacement was provided.